Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited a gradual increase in pacing lead impedance (pli). Bipolar impedance was at 2,060 ohms while unipolar impedance was at 1,810 ohms. It was also reported that there was an increased rv pacing threshold without noise. Boston scientific technical services (ts) discussed the effects of pacing outputs and voltage increase impact. The health care professional (hcp) planned to continue monitor the patient for now. The system remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.